Manufacturer narrative:
There was no indication that a baxter set was used in this event. It was reported that the bag was defective; 2 components of the bag came apart. There was no claim of any product defect against the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the connection between the spike of the set and the administration port of an unspecified bag. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.